Manufacturer narrative:
Clinical conclusion: while there is temporal relationship between ccpd therapy with the liberty select cycler/liberty cycler set and the patient¿s staphylococcus hemolyticus peritonitis; there is no documentation that indicates the event was caused by liberty select cycler/liberty cycler set malfunction or product deficiency. Peritonitis is a well-documented complication known to occur in pd therapy. Moreover, staphylococcus hemolyticus can be found on human skin and isolated from axillae, perineum, and inguinal areas of humans. Therefore, a likely causal association exists between the patient not following aseptic technique and staphylococcus hemolyticus peritonitis infection. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
This patient on continuous cycling peritoneal dialysis (ccpd) reported being treated for peritonitis. The patient began experiencing cloudy effluent. Subsequently, on (B)(6) 2018, the patient was seen in the outpatient pd clinic and the patient¿s pd effluent was cultured which revealed an elevated white blood cell (wbc) of 3000 and growth of the bacterium staphylococcus hemolyticus. The patient was treated with intravenous (IV) ceftazidime (unknown dose) and vancomycin (unknown dose). On (B)(6) 2018, the patient¿s pd effluent was beginning to clear; however, the patient¿s antibiotic therapy was continued with IV vancomycin (unknown dose, frequency and duration). Per the pd nurse, the patient was not following aseptic technique.